Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that the machine was causing smoke, this initiated the smoke alarm of the hospital and the fire brigade had to come. The system was not in clinical use at the time. No patient or user harm has been reported to philips.

Manufacturer narrative:
Philips investigated this complaint. Due to smoke the fire department was called and came on site. There was no fire and no evacuation was required as a result of the smoke. Philips troubleshoot the system and confirmed that the smoke was due to a failure in the main power distribution unit (mpdu). Replacing the mpdu solved the issue. Search in the complaints database did not show similar cases. No further actions will be taken by philips.